Manufacturer narrative:
Concomitant: product ID 8840, serial# (B)(4), product type programmer, physician, product ID neu_unknown_cath, product type catheter. (B)(4).

Event description:
It was reported that a clinician programmer error caused the pump to stop "last week". The patient's pump was infusing an unknown drug. Additional information was requested, but was not available at the time of report.